Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that when the tubing connects to the connector part it goes wrong each time. In the morning of the day of this report, she was high as well because the tubing came off again, and she already changed her whole infusion set. Patient's blood glucose level at the time of incident was 26 mmol/l and had symptoms related to high blood glucose level. The infusion was last changed 2 days ago, and no leakage was observed except in the detached part. Currently, her blood glucose level was 26 mmol/l. No further information available.